Event description:
The facility's representative reported an infusion pump with failure code 32. Although attempts were made by baxter to obtain additional informatioin from the reporting facility, details were not available regading patient status, medical intervention, patient injury, age of patient, medication involved or the set up the infusion device. The hospital repersentative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.